Event description:
On 04/23/2010, medwatch uf/importer report (B) (4) was rec'd via airmail. The event was described as date of event: (B) (6) 2010, date of their report: 4/7/2010, shiley 8 dct, (B) (4); event description: a shiley trach was placed on the pt. Pt went to the intensive care unit (ICU). Later the same day, pt developed a cuff leak (cuff would not hold air). The trach tube could not be changed at the bedside. Pt went to the operating room (or) for a new trach to be placed. The MFR's representative contacted the reporter on 04/23/2010, who further reported the problem was found because the physician and respiratory therapist noticed cuff would not hold air. She stated that it was determined to be a cuff leak. She believes pt was on a vent. She states that product is not available for return.

Manufacturer narrative:
(B) (6)

Event description:
It was reported that two days after having a stent placed in the right internal carotid artery, the patient expired due to seisuers-sepsis/aspiration pneumonia. The patient was admitted emergently with a stroke and the facility score was 21, however, after treatment with tpa, the facility score was 2. A CT performed prior to the index procedure and after tpa showed chronic bilateral lacuna infarcts. No adverse events were reported during or after the index procedure. After the index procedure, the patient was alert awake and oriented to self. But, after a few hours in recovery, the patient was alert, awake and oriented x3. Two days after the index procedure, the patient was found in his room unresponsive with seizures. An emergent eeg was performed showing suboptimal-moderate bilateral cerebral dysfunction and a CT showed no acute intracranial changes. The event was reported as unrelated to both the product and the procedure.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No autopsy was performed and it is unknown if the previously placed stent was patient or occluded. The CT showed no evidence of an acute injury. Based on the information available, it is not possible to draw a clinical conclusion between the device and the event.